Event description:
Later follow-up revealed that no error codes were seen in tandem with the low impedance reading, further confirming that the cause of the low impedance was a lead related issue.

Event description:
Data from the generator that was first seen to show low impedance was reviewed. No anomalies were identified during the review.

Event description:
It was reported that the patient's generator showed a lower impedance during pre op interrogation. The impedance was within normal limits at 695 ohms. Of note, the patient was seen with actual low impedance back in july as well but this was never reported to the manufacturer. The generator was replaced and tested but impedance was alerting at <600 ohms (true low impedance). The device remains turned off. A lead revision is being considered. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.